Manufacturer narrative:
The physician reported that the pt was last seen on 22 december 1998. The symptoms were ongoing. The physician performed an incision and drainage and prescribed antibiotics.

Event description:
A pt was double skin tested on 8/13/96 and 8/27/96 and received her first treatment on 9/19/96 in the glabella, nasolabial folds, oral commissures and vertical lines of the perioral areas. On 9/22/96, the pt noted and presented with swelling, itching and intermittent redness at all treatment sites and the second test site. The physician diagnosed a hypersensitivity; atarax and medrol were prescribed. On 10/14/96 the pt presented with persistent symptoms; she reported fatigue which the physician attributed to the atarax. The atarax dose was reduced.